Event description:
During use of sterile blue towels intra-operatively, blue lint was retained on the patient. A different pack of sterile blue towels were opened to the surgical field (different lot number) and the blue lint was still present upon use.